Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade unknown and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and lymphadenopathy.

Event description:
Patient reported left side ¿bilateral breast prostheis capsular contracture¿, "twisted and caused a double capsule", ¿left lymph node under my arms swells¿ and "recall." Also reported "over active immune response". Device was explanted.

Manufacturer narrative:
Corrected data: b.5.

Event description:
Patient reported left side ¿bilateral breast prostheis capsular contracture¿, "twisted and caused a double capsule", ¿left lymph node under my arms swells¿ and "recall." Also reported "over active immune response," "propionibacterium acne," and "difficult to breathe at night" which were assessed as not device-related. Device was explanted. Patient reported treatment with "antibotics and steroids."